Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals the implants were still within the channel and the needle part was found slight bent upward. The red trigger is very loose, and the device could not be tested for its functionality. The trigger handle is shaking as if it was missing an inner component that holds it in place or has a broken inner component as we can hear a sound of a movement of metal piece within the handle upon shaking the device. It seems like the handle's internal component was broken which caused trigger to be loose. It is possible that the device made a cracking noise upon breaking of an inner component. Thus, the reported complaint condition can be confirmed for making noise. No definitive root cause could be determined, however it is likely that the device experienced excessive force. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151, lot 5l95393 number combination. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228151, lot 5l95393 number combination.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the truespan 12 degree peek was making an unusual noise. No patient consequence and no surgical delay was reported. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the needle part on the device was found slightly bent upward. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.